Event description:
The customer repeats all negative troponin t results if the patient has not previously been tested for troponin t. She received discrepant troponin t results for one patient sample. The initial troponin t result was <0.010 ug/l (accompanied by a data flag). The first repeat troponin t result was 0.137 ug/l. The second repeat troponin t result was <0.010 ug/l (accompanied by a data flag.) The result reported outside the laboratory was <0.010 ug/l. The patient was not harmed by the event. The troponin t reagent lot number was 15721903.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
It was reported that a physician trained in the use of the proglide device attempted to achieve arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, an unspecified device failure occurred. The device was removed and a second proglide device was used with the same results. The method how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
A specific root cause was not identified. Calibration and quality controls did not indicate an issue. The instrument message history did not suggest a root cause. Performance testing was within specification. Based upon information provided, the customer is using a borderline low specimen clotting time of 25-30 minutes. The recommended clotting time has been previously discussed with the customer. The erroneous result was not reported outside the laboratory.